Event description:
Customer reportedly received results of 180 mg/dl and 92 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. The customer did not indicate how long the discrepant results have been occurring. No action was taken based on device results. No adverse event reported. Controls were run two weeks ago and were in range. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549651, expiration date 05/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.